Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the silicone flexible drill draft was worn. The device was received for evaluation, and it was found that the device was fractured. The issue occurred during sterilization preparation for surgery. There was no surgical delay due to the alleged event and the surgery was completed with a backup set.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6 visual examination of the returned product identified the sheath has torn in two locations and there are bumps under the sheath. The junction lot location is worn. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. The complaint is confirmed by the returned fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.